Manufacturer narrative:
The customer reported that the intellivue bedside monitor did not generate a visual or audio alarm for an elevated hr of 203. There was no report of any adverse pt impact. There was no report of any adverse pt impact. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the intellivue bedside monitor did not generate a visual or audio alarm for an elevated hr of 203. There was no report of any adverse pt impact.